Manufacturer narrative:
Unit was received with critical pump error and multiple pump error (variable 9) confirmed in history file due to corroded electronic assembles. Unit was received with corroded motor home switch and corroded battery tube. Unit was received with cracked case corner of the belt clip rails near the battery compartment, cracked retainer, minor scratches on case and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had physical damage and was exposed to moisture. Troubleshooting for damage was performed. Customer's blood glucose was unknown at the time of the incident. It was reported that the insulin pump had a crack in the battery compartment and when the customer took a shower, water got inside. It was reported that the crack was an inch and the customer did not know how it happened. It was reported that the insulin pump stopped working. It was reported that the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.